Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the left common femoral artery (lcfa). Ultrasound guidance and micropuncture were utilized to gain higher-positioned access. The arteriotomy was greater than 7mm, with mild to moderate calcification distal to the access, posterior wall calcification, and no tortuosity, with a depth measurement of 7.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Manta was deployed to the measured depth and following deployment, hemostasis was immediate, and patient outcome post-procedure was stable. Three to four days post-procedure the patient reported experiencing vague flank pain. On the fifth day, the patient returned to the hospital for follow-up, an angiogram of the left access site revealed bleeding, and the physician deployed a covered stent to address the bleeding. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to the combination of the high-positioned access, and calcium present distal to the access. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring endovascular intervention. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: patient had procedure with manta closure on (B)(6) 2023. Patient contacted physician 3-4 days post deployment with vague flank pain. Patient was directed to physician at the (B)(6) hospital (B)(6) the following day. Physician accessed distally and performed angio of left access site. Bleeding noted and a covered stent was deployed. Additional information reported on 10apr2023: an evar procedure was completed on (B)(6) 2023. Micro puncture and ultrasound were utilized to gain a high access in the left common femoral artery. Vessel size was greater than 7mm and there was mild to moderate calcification distal to the access site but no reported tortuosity. Measured depth for the manta was 7.5 +1 and there were no issues advancing procedural sheaths. The physician had not completed training and was on his second deployment. Act was 250 at 10.40 and manta was deployed at 11.18am. 30mg of protamine was administered intravenously at 11.19am and 8000units of heparin was also administered during the procedure. Time to hemostasis was immediate. The patient was described as stable post the procedure. 3 to 4 days later the physician stated that the patient called into his office and complained of vague flank pain so an appointment was scheduled for follow up the next day. The physician diagnosed an acute rupture at access site. He placed a stent to resolve.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: patient had procedure with manta closure on (B)(6) 2023. Patient contacted physician 3-4 days post deployment with vague flank pain. Patient was directed to physician at (B)(6) the following day. Physician accessed distally and performed angio of left access site. Bleeding noted and a covered stent was deployed. Additional information reported on 10apr2023: an evar procedure was completed on (B)(6) 2023. Micro puncture and ultrasound were utilized to gain a high access in the left common femoral artery. Vessel size was greater than 7mm and there was mild to moderate calcification distal to the access site but no reported tortuosity. Measured depth for the manta was 7.5 +1 and there were no issues advancing procedural sheaths. The physician had not completed training and was on his second deployment. Act was 250 at 10.40 and manta was deployed at 11.18am. 30mg of protamine was administered intravenously at 11.19am and 8000 units of heparin was also administered during the procedure. Time to hemostasis was immediate. The patient was described as stable post the procedure. 3 to 4 days later the physician stated that the patient called into his office and complained of vague flank pain so an appointment was scheduled for follow up the next day. The physician diagnosed an acute rupture at access site. He placed a stent to resolve.